Event description:
Rn was attempting to administer blood and observed there to be a hole in the blood tubing, luckily this was before spiking the blood bag. Defect was found before product was used on the patient. Manufacturer response for y-type blood/solution set with standard blood filter, clearlink system (per site reporter): they sent me shipping material.